Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin to fill the cartridges as well as not removing air from the cartridges before fill them. Tandem technical support educated the customer on using room temperature insulin to fill the cartridge as well as to ensure air is removed before the filling process. A new cartridge was loaded each time to resolve the issues. There was no adverse impact to the customer's blood glucose level.